Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, the cause for the annular rupture cannot be determined; however, patient factors (severely calcified native annulus) may have contributed to the event. There was no allegation or indication a device malfunction contributed to this adverse event the IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our (B)(6) affiliate, after a successful implant of a 26mm sapien 3 ultra valve in the aortic position (80:20 aortic/ventricular), an annular rupture was noted. A pericardiocentesis was performed and CPR initiated; however, the patient remained hemodynamically unstable. A decision was made to implant a second s3 ultra 26mm valve in a lower position to seal the rupture. Additionally, protamine was administered but the rupture could not be covered. ECMO was initiated and the patient was converted to an open-heart procedure. Surgical repair was unsuccessfully attempted. Valve replacement with a surgical valve was performed and a patch placed on the lvot. Subsequently, the patient expired post procedure due to fatal hemorrhage. As reported, there was no bav was performed. Alignment and tracking over the arch were performed without difficulty. Rapid pacing was performed with moderate/fast inflation. The patients annulus measured an area of 500cm2, and the native annulus was severely calcified.

Manufacturer narrative:
Reference CAPA-(B)(4).